Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent kyphoplasty to treat vertebral compression fracture at t5 and t6. During procedure, the polymethylmethacrylate cement leaked out of the spine and went into the pulmonary veins. It was reported that the surgeon was performing kyphoplasty in combination with pedicle screws and fusion at the same level. No patient complications were reported except that the patient had a little bit of cough.